Manufacturer narrative:
After battery installation, device powered up to a frozen medtronic logo screen with the red notification light flashing and the vibrator vibrating every 3 seconds. After further review there is corrosion and mold around the battery connectors and on the keypad flex cable. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the frozen display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. There is rust at the bottom of the battery compartment however. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump wont turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.